Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the therapy was turning off by itself. The patient was able to turn their implantable neurostimulator on and the issue resolved. This event occurred the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.